Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to calibrate due to keypad being locked. Customer was assisted in unlocking keypad. Customer's blood glucose was 456 mg/dl, which was treated with bolus delivery. Customer was advised against calibrating due to high blood glucose. Customer was advised to turn sensor feature off for two hours and then check isig value and calibrate if possible. Customer would call back if isig was still showing dashes. Customer called back and reported that blood glucose continued to elevate to 579 mg/dl. Customer declined troubleshooting for high blood glucose and just wanted to turn sensor feature back on. Customer was advised against calibrating due to blood glucose instability.